Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump under infused patient medication during the intra-op bag change. Per reporter, while the medication was infusing the battery alarm sounded but the patient states the battery was a quarter full. Per reporter the pump was replaced to resolve the issue. No symptoms were reported.

Manufacturer narrative:
D4 - primary UDI number: updated. H4 - device MFR date: should be blank. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log (ehl) showed a reservoir volume change from 273.8 ml to 300 ml. No service activity was recorded within the past 12 months. Visual inspection revealed that the downstream occlusion (dso) seal was delaminated. Functional testing confirmed under-infusion of patient medication through the event log, although the error could not be duplicated. The root cause of the reported issue could not be determined.